Event description:
Dehiscence of ventral herniorrhaphy with surgical mesh. Returned to surgery for repair dehiscence and ventral herniorrhaphy. Operative note: pt noted in rr to have disruption of the lower part of his ventral abdominal hernia repair. Bard composite graft was attached three fourths of the way around his ventral abdominal wall defect. However, distally in the lower part of the incision he had disrupted no only his 1-0 prolene horizontal mattress sutures but also the staples. Bard composite graft and the staples achieved port adherence of the mesh to the abdominal wall utilizing the staples. Increased the length of his bard ventral aspect of the larges of the bard composite graft that was previously placed.

Manufacturer narrative:
Based on currently available info, the bard device was involved in, but did not cause or contribute to the described event. Mesh remains implanted, and therefore no product evaluation can be performed. We therefore, consider this report complete to the best of our current knowledge.